Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ft9r implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-09 additional information was received from the patient. They called back stating that they had received a letter from the manufacturer as to why the device was not working. The patient stated that they have an appointment on the (B)(6) because their new doctor had agreed to have the ins removed and stated that they still didn't have any answers to the questions on the letter sent until they saw the doctor. The agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of was not known. Patient requested removal. The issue was resolved. The device was discarded.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device has never worked, and it bothers their leg when they lay down or sit down. The patient said they were told the lead was not in the right spot, which is why it did not work. The patient would like to have the device removed. The patient said they have been talking with so many people, and no one has given them an answer. The patient went to their primary doctor and they told the patient that the wires are already encrusted in the muscle and it might affect their nerves. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID 978b128 (lot: va2ft9r); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2ft9r; implanted: (B)(6) 2022; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-28, additional information was received from the patient. It was reported that the lead was confirmed to have migrated on a sacral x-ray. The patient repeated information about how the device never worked and how they wanted it removed. The device was scheduled for explant on (B)(6) 2026. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ft9r, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-29 additional information was received from the patient. They called in stating they did not received the physician listings in the mail. The agent reviewed that they went out on (B)(6) 2025. The agent confirmed the patient's address. The patient declined the listings being sent in an email/agent providing names over the phone. The patient requested another copy be mailed.